Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
One of 2 reports: customer reports while performing antibody identification in at least two patient samples with known anti-d antibody due to both patients were treated with rhogam. False negative results were obtained when they tested with 0.8% resolve panel a lot vra292 exp 1/30/18 on cell#4 and cell#11. Panel in use since 01.02.18. Alba qc not affected customer states they expected positive reaction for cells 4 and 11 since the antigram has it listed as being d positive. All other d positive cells did react as expected.customer repeated the test in manual gel and they got the next results cell#4 negative and cell#11 very weak reaction. Customer also run the testing with an alternative lot getting positive reactions on all d positive cells as expected.